Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g2; g3; g6; h1; h2; h3; h6 visual inspection confirms that the tip of the inserter is bent. The anchor was not returned with the inserter. The luer cap was not removed nor the needles. No other damage is noted. The grey handle is conforming to the print. Item and lot numbers and not confirmed to match the complaint as they are not etched on the part and no packaging was returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: japan. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the surgeon attempted to implant the anchor, the tip of the device was bent and the surgeon was unable to implant the anchor into the patient.